Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, a clinical data file from the reported incident was provided for review. Review of the clinical data file indicated that five out of eight analysis events performed did not meet the criteria for a shockable event due to the ECG being below one hundred microvolts or presence of motion artifacts caused by CPR compressions during an analysis. After review, it was concluded that the device worked as designed and configured and within the limitations of the technology available. This claim has been closed as device meets specification. No trend is associated with reports of this type.